Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. Review of the preoperative plan revealed that the trajectory is planned in a high-skive area. The user is able to visualize the preoperative plan overlaid on patient anatomy before proceeding with navigation. Additionally, during navigation, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and alerted the user. Ultimately, the screw in this case was revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
A screw was missed superiorly at l5r. This was the second screw of the construct, and the other screws were proven to have correct placement with fluoro shots. There was an air bubble in the pedicle, and some deflection was shown. A checkmark was given by the software when the screw was placed initially. Fluoro shots were taken after all 6 trajectories were completed, and the l5r screw was pulled out.